Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 04-aug-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in 2012. Her post-procedure period has been marked by increasingly severe pain and discomfort, heavy menstrual bleeding and abdominal pain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. In or around (B)(6) 2012, plaintiff underwent diagnostic imaging in an effort to determine the cause of her pain and was advised that one of her essure coils had perforated her right fallopian tube. Consequently, on or around (B)(6) 2013, plaintiff underwent a partial hysterectomy to have the essure coils removed. This non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and diagnostic imaging showed that essure coil had perforated her right fallopian tube. Consequently, she had a partial hysterectomy to have the essure coils removed. Fallopian tube perforation is listed in the reference safety information for essure. Although the exact date and mechanism of this fallopian tube perforation is unknown, given the nature of this event, a causal relationship with essure insert cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coils had perforated her right fallopian tube') and uterine perforation ('small rupture of uterine wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (hysteroscopy and mini laparotomy with removal of proximal portion of fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, pelvic discomfort, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, menorrhagia, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-mar-2021: medical record received. Event- small rupture of uterine wall was added, reporter information, removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.fallopian tube perforation is listed in the reference safety information for essure. Although the exact date and mechanism of this fallopian tube perforation is unknown, given the nature of this event, a causal relationship with essure insert cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coils had perforated her right fallopian tube') and uterine perforation ('small rupture of uterine wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (hysteroscopy and mini laparotomy with removal of proximal portion of fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, pelvic discomfort, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, menorrhagia, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.fallopian tube perforation is listed in the reference safety information for essure. Although the exact date and mechanism of this fallopian tube perforation is unknown, given the nature of this event, a causal relationship with essure insert cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 06-sep-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and diagnostic imaging showed that essure coil had perforated her right fallopian tube. Consequently, she had a partial hysterectomy to have the essure coils removed. Fallopian tube perforation is listed in the reference safety information for essure. Although the exact date and mechanism of this fallopian tube perforation is unknown, given the nature of this event, a causal relationship with essure insert cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.